Event description:
Device 1 of 2: MFR reference report: 3006705815-2019-00869.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: MFR reference report: 3006705815-2019-00869. It was reported that the patient had a surgery on (B)(6) 2019 to replace a lead due to high impedance. The patient has effective therapy post operatively.